Manufacturer narrative:
H3: product analysis found that, the device was placed in a large plastic bag and returned in the original damaged packaging carton. There was a syringe attached to the inflation assembly when returned. There was also a white surgical tape wrapped around the tube. There were traces of contamination observed on the cuff and voids in all 4 trace pads. It was also observed that upon return; the wire harness was cut off/detached from the device. The device failed electrical/functional testing due to the damaged condition of the device (cut wire harness) upon return and the inability to connect the device to a multimeter and nim system. The device was in damaged condition when returned and therefore, the complaint could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroidectomy procedure, the trivantage tube was only identifying the nerve intermittently. The stimulus was set to 3.0 and threshold was set to 150. The negative nerve tone was audible upon stimulus. There were false negative signals given when touching nerve as proven through palpable contraction with nerve stimulation. There were no error codes or visual indicators displayed. Surgeon continued to use the same tube and used palpation to confirm nerve response with stimulation. The procedure was extended for 5 minutes. The patient is alive with no injury.